Event description:
The customer reported that the unit failed to charge the battery.

Manufacturer narrative:
The customer reported that the unit failed to charge the battery. The unit was evaluated at philips, and it was determined that the ac power module had failed. Replacing this part resolved the issue.